Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the other day no matter what the patient (pt) did he was only able to get 2 coupling boxes shaded in. Today, pt said he is seeing the coupling boxes but none of them are shaded in. Patient services reviewed recharging information as well as the possibility of it being such a recent implant that there still could be internal swelling causing him to not get coupling boxes shaded in. Pt was redirected to his managing doctor if he is still unable to get coupling boxes shaded in while recharging. Additional information received form the consumer reported the cause of the poor coupling was due to the device being implanted too deep to allow adequate charging. To resolve the issue the device was surgically moved from the lower left abdominal area to the left shoulder area. The new location allowed the device to function as intended.